Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 2 sensor. The customer reported a low sensor reading of 83 mg/dl, as compared to built-in meter result of 'hi' (> 500 mg/dl).the customer was experiencing discomfort, vomiting, fatigue, and thirst, and went to hospital where he was diagnosed with diabetic ketoacidosis. The customer was hospitalized for "2-3 days" and treated with infusion while in hospital. There was no report of death or permanent injury associated with this event. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.